Manufacturer narrative:
(B)(4). Concomitant medical products: model # sc-8216-70, serial (B)(4), description: artisan surgical lead, 70cm model #: sc-3138-35, serial (B)(4), description: scs phiii ext 35cm. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had developed an infection at the ipg site. It was noted that the cause of the infection was due to a previous revision procedure where in the wires were slightly exposed and the physician just tucked it back and closed the pocket site. The patient underwent an explant procedure.